Event description:
It was reported that this right atrial lead was surgically abandoned and replaced due to high pacing impedance measurements out-of-range, of over 2500 ohms. No additional adverse patient effects were reported.